Event description:
The customer reported that the head appears to be misaligned, which is causing the needle to break inside the patient. It is not known if the needle remains in the patient. Several unsuccessful attempts were made to or nurse for additional information.

Manufacturer narrative:
Device has not been returned for evaluation; therefore, no determination could be made for the reported device failure.